Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, getinge/maquet service has not been requested by the facility. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed fiber optic module failure during patient use. The iabp was changed and taken to the facility's biomedical engineering department. No patient harm or adverse event was reported.

Manufacturer narrative:
The facility's biomedical engineer provided the iabp's logs and reported that he cleaned the fiber optics per the service manual and noted intermittent loss of fiber optic performance data while running functional tests. The biomedical engineer spoke with getinge service and it was recommended to him to replace the fiber optic assembly. The iabp was then cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed fiber optic module failure during patient use. The iabp was changed and taken to the facility's biomedical engineering department. No patient harm or adverse event was reported.